Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that the doctor believes the sensor caused her low blood glucose. Troubleshooting was performed. The caller stated that the insulin pump was not communicating with the transmitter. The customer stated that the sensor appears to be fully inserted and flat against the skin. The customer stated that the wrong transmitter number was programmed in the insulin pump. No further information was provided.